Event description:
Reporter alleged the lancet needle that is apart of the soft touch device kit used in finger-stick blood glucose testing did not retract after use. The location of the testing was not provided. As a result, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.